Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had air bubbles in the reservoir. Customer blood glucose level at the time of incident was 388 mg/dl. The location of the air bubbles was in the tubing. The size of the air bubbles were gaps. Customer not sure if the insulin was normal. The note is clear enough if there were air bubbles under the reservoir. Troubleshoot was not performed. The incident date was unknown. The reservoir will not be returned for analysis.